Event description:
Additional information was received from the hospital which indicated that during extraction of the right ventricular lead, during advancement of the laser catheter the patient developed hemodynamic abnormalities including drop in blood pressure and oxygen saturation. An echocardiogram was performed and a small pericardial effusion was observed. The patient required intubation by anesthesiology. A chest xray was performed and no evidence of a pleural effusion was noted. The patient became pulseless and resuscitation was performed. A pericardiocentesis was done despite a small effusion to improve cardiac output. The patient condition was discussed with the family and all interventions were stopped.

Event description:
It was reported the patient is deceased. It was further reported that the patient had an infection and the patient died during extraction. The leads were being extracted via laser lead extraction. Additional information related to the circumstances and cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4)